Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic incisional hernia repair procedure a piece of the device broke off inside the patient. The piece was removed and another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2018. Batch # p94h3c. The device was received the lower jaw broken at distal tip and not missing as reported. Due to the damaged at the lower jaw the electrode got separated. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.